Manufacturer narrative:
(B)(4).

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for tina-quant c-reactive protein IV (crp4) on a cobas integra 400 plus. The initial result was 584.41 mg/l with a data flag. The sample was repeated with a 1:2 dilution and the result was 698.32 mg/l with a data flag. The customer repeated the sample on a different integra 400 plus instrument and the result was 125.02 mg/l. This result was believed to be correct. No questionable results were reported outside of the laboratory. The crp4 reagent lot number was 63048501. The expiration date was not provided.

Manufacturer narrative:
The crp4 reagent expiration date was 30-apr-2023. The field service engineer (fse) replaced the halogen lamp, cleaned the instrument probes, and mixed and calibrated a new cassette. The calibration data provided was incomplete. No issues were identified during a review of the data provided. The customer's qc from the last month showed high results and imprecision. No issues were identified during a review of the alarm trace data. The last preventive maintenance visit was on (B)(6) 2022. The instrument probes were last replaced "a month ago." The investigation determined the event was consistent with maintenance issues at the customer site. The investigation did not identify a product problem.